Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name:(B)(6). E1/establishment city: (B)(6).

Event description:
It was reported, the bronchovideoscope produced an e315 (non-compatible endoscope) error. The issue occurred during preparation for use for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the image sensor unit may have broken, leading to occurrence of the subject event. Regarding the probable cause of breakage, since a dent was observed on the insertion section, the image sensor unit inside may have been damaged, however, the cause of breakage was unable to be specified. Olympus will continue to monitor field performance for this device.